Event description:
It was reported that the customer was in the emergency room needing assistance with changing out the sensitivity factor on her bolus wizard settings. The blood glucose reading was 376mg/dl. Initially, the customer stated receiving multiple no delivery alarms for the past month. Reviewed the alarm history and the alarms were confirmed. The caller did not feel comfortable with the insulin pump and requested the device be replaced. The call was disconnected and no further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.